Manufacturer narrative:
Occupation: synthes sales rep. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. A review of the device history record device history lot, part #: 292.623s, lot # :5l28887, manufacturing site: (B)(4), supplier: (B)(4), release to warehouse date: 08. July 2019, expiry date: 01.june 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Non sterile part 292.623, lot# 5l15497, part: 292.623, lot: 5l15497, manufacturing site:(B)(4), release to warehouse date: 19. June 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Investigation summary. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent open reduction internal fixation surgery for navicular with headless compression screw and the guide wire in question. During the drilling, the guide wire bowed a bit and it broke. The surgeon had difficulty in removing the fragment of the guide wire, but he could remove the fragment with a needle-nose pliers and a hammer. After that, the surgeon inserted another guide wire. The surgeon inserted a screw successfully. The surgery was delayed by less than 30 minutes. No further information is available. Concomitant device reported: unk guides/sleeves/aiming: guide (part#unknown, lot#unknown, quantity unknown); unk powered drivers/handpieces (part# unknown, lot# unknown, quantity 1); unk drill bits: trauma (part# unknown, lot# unknown, quantity 1). This complaint involves (1) device. This report is 1 of 1 for (B)(4).